Event description:
The customer reported that the device failed opcheck twice for a shock equipment malfunction message. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.